Event description:
The health care provider (hcp) reported that the power on reset (por) message was seen on the patient programmer. The hcp did not have access to a clinician programmer and the patient. No symptoms were reported. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.